Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Age - based on the provided date of birth. Explanted date: unknown, patient was hospitalized (B)(6) 2018 and discharged on (B)(6) 2018. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Terumo medical corporation received the following user facility medwatch (B)(4) on february 23, 2018 that stated the following: "the patient returned to the hospital on (B)(6) 2018, one week after undergoing cardiac catheterization on (B)(6) 2018 from the left common femoral artery. (Angio-seal deployment to the left common femoral artery). The patient has a complaint of left lower extremity claudication; venous doppler ultrasound suggested obstructive disease of proximal left superficial femoral artery. The patient underwent left eia endarterectomy left cfa and pfa/sga endarterectomy, dacron patch reconstruction, removal of foreign body (angio-seal closure device), left cfa, and left lower extremity thrombectomy. The patient had good reconstituted flow into sfa and pfa with two vessel runoff on left lower extremity. The patient was discharged on (B)(6) 2018 with plans for further procedure for left lower extremity vessels." Additional information was received on 3/13/2018. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram performed was performed. There were no issues with insertion, deployment, or withdrawal of the angio-seal device. Manual pressure was applied to achieve hemostasis. The puncture site was at the mid common femoral. Mild calcification was present in the access site artery. The patient did not experience claudication symptoms prior to the cardiac catheterization procedure. The embolized angio-seal was identified intra-arterial with the string outside the vessel. It was removed with free dissector. The entire system had near occlusive a coral reef calcification up to the level with the external where the artery was completely cleaned.